Manufacturer narrative:
Investigation summary: it was reported that two syringes would not inject a patent's IV even with force. To aid in the investigation, two samples were received for evaluation by our quality team. The samples came out of the packaging flow wrap and have no solution or tip cap. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force. The samples measured towards the higher end of specification. Even within specification, the customer could notice more force than normal was required to push the plunger rod down. To mitigate this symptom manufacturing is monitoring the silicone dispersion in the inner wall of the syringe. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed. A device history record review was completed for provided material number 306546, lot number 0325356. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement and would not inject during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "two syringes that would not inject with a patent IV. The nursing staff brought them to my office and they will not inject with a lot of force."